Event description:
Evaluation summary: there were numerous kinks visible along the hypotube. The distal tip was flared and damaged. A number of struts on the 18th, 19th and 20th proximal stent segments were raised and deformed. The remaining segments were intact.

Event description:
The patient initially presented with acute mi. It was intended to use a 3.00 x 38 mm resolute integrity rx drug eluting stent in order to treat a bifurcation of the circumflex with the 1st obtuse marginal. The vessel was severely calcified, severely tortuous and had 70% stenosis. The device was removed from its packaging per IFU and was inspected prior to use with no issues noted. Negative prep was performed with no issues identified. The lesion was pre-dilated with an nc balloon. It is reported that resistance was encountered when advancing the device, and that excessive force was used by the physician. Stent deformation occurred before the stent was correctly positioned at the lesion. The physician subsequently deployed two overlapping resolute integrity stents (rsint27518x and rsint27530x) to treat the target lesion. No patient complications are reported. It is reported that the physician believes that the patient's anatomy, and the lesion site tortuosity and calcification probably caused the damage to the stent and contributed to the overall difficulty of the procedure.

Manufacturer narrative:
Results and conclusion: (70% stenosis, severe calcification, severe tortuosity). (Stent deformation). (Device not returned for analysis). (Excessive force used). (No device returned for evaluation). (B)(4).

Manufacturer narrative:
(B)(4)